Manufacturer narrative:
A field service engineering (fse) followed up with the customer via phone call to address the reported event. Fse confirmed the complaint with the customer and instructed the customer to inspect the diluent tubing for any liquids, and none was noted. The fse also instructed the customer to place 10ml (milliliter) of diluent solution in the diluent suction line at the diluent tank, prime the diluent several times, and the diluent is flowing into the diluent well correctly. The diluent solution dried up in the tubing and by priming the pump with fresh diluent, it regained suction. The customer validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900, serial number (B)(6), was installed on 17oct2023. A complaint and service history review for similar complaints was performed from installation date 17oct2023 through aware date 14may2024. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2105) diluent suction error cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. (1311) no response from pc cause: there was no reply to enq at rs232c ch1. Action: if the trouble reoccurs and there is no abnormality at the host computer side, check the rs232c cable and the connection condition of the cable, and then contact the tosoh local representatives. The most probable cause of the reported event was due to dried diluent solution in the tubing.

Event description:
A customer reported error message ¿2105 diluent suction error¿ on the aia-900 analyzer. The customer stated the analyzer has not been in use for a few weeks; diluent and wash solutions still intact in the analyzer. The technical support specialist (tss) instructed the customer to perform decontamination and prime the system, but the error persisted. The customer is also receiving error message ¿1311 no response from pc¿, tss instructed the customer to reboot the host computer and resolved error message 1311 no response from pc. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.